Manufacturer narrative:
Final product manufacturing and qc record for cov2020114 were reviewed. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. The test results of retention samples from cov2020114 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result (s). Called in because he took 2 flowflex tests and on both tests, no results displayed. No c or t line appeared. He said he followed the directions exactly. He dispensed the sample into the s well. The kits were purchased at cvs.

Manufacturer narrative:
Final product manufacturing and qc record for cov2020114 were reviewed. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. The test results of retention samples from cov2020114 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation".

Event description:
Invalid result (s). Called in because he took 2 flowflex tests and on both tests, no results displayed. No c or t line appeared. He said he followed the directions exactly. He dispensed the sample into the s well. The kits were purchased at cvs.